Event description:
Following orthopedic surgery patient was receiving morphine via the abbott pca pump. Patient was found to be unresponsive in respiratory distress followed by cardiopulmonary arrest. A code blue was called and within five minutes acls was begun. Patient was intubated and transferred to ccu. After six days and three eeg,s denoting brain death the patient was removed from the ventilator. The pca pump originally was set on pca mode on 11/17/92 at 1600 hours and was not on pca mode only when the problem arose 38.5 hours later on 11/19/92 at 0625 hoursdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.